Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer technical support (cts) instructed the caller on troubleshooting steps including using specific finger pressure and removing the pump from its case, but the issue persisted. Cts decided to replace the pump while the customer continued using the current one and guided the caller on returning the problematic pump.